Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
This subject is enrolled in the definitive (B)(4). After the original atherectomy procedure, the patient developed pain in lower right leg (treated leg) and had absent pulses from knee down. The physician took the patient back to the cath lab on (B)(6) and did thrombolytic therapy and angioplasty. Then on (B)(6) 2010, the physician placed 4 stents for the purpose of limb salvage. Then, on (B)(6) 2011, the patient's right foot became severely painful, and they were admitted to the hospital and had a duplex scan done. The patient was taken to cath lab and an extremity arteriogram was done showing stenosis in the right popliteal. Atherectomy was done on the right ostial supra femoral and right popliteal. Then on (B)(6) 2011 patient had recanalization below the knee (tibial peroneal trunk) to obtain inline blood flow for relieving rest pain in the right lower extremity. Atherectomy was used, followed by a cutting balloon to accomplish this.